Event description:
It was reported that he handle jams. When evaluated on 01/23/2007, the device was found to produce straight shots.

Manufacturer narrative:
The subject device was found to be producing straight shots due to a broken tip. The tip appeared to have been exposed to some type of stress causing the tip to break.